Event description:
The customer reported that the screen went blue. The techs subsequently tested the system and could not duplicate the symptoms.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.